Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice for hyperglycemia, with blood glucose readings of 340 mg/dl on both occasions. The customer stated that she changes her infusion set every three days and last changed her infusion set the day of the first hospitalization . Programming is correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.